Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a transurethral lithotomy (tul), the user tested the ncircle delta wire tipless stone extractor and found there was resistance when attempting to move the handle. The proximal end of the sheath at the distal end of the yellow protective sheath was slightly bowed/bent. A second same type device from the same lot was opened the same issue was discovered with that device. The issue with both devices was discovered prior to making contact with the patient and they were not used. The procedure was completed using a different device. There was no difficulty in removing the device from the packaging. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and functional test of the complaint device was also conducted. Six devices were returned: two in open original packaging and four in sealed packaging. The first of the two opened devices was found to have a severe bend in the support sheath and a buckled basket sheath where the basket sheath connects to the support sheath. The handle could not function the basket. The second of the two opened devices was found to have a slight bend in the support sheath and the handle was able to function the basket without resistance. The four devices in unopened packaging were removed and tested. No issues with the devices were identified. In response to this incident, cook completed a review of the device history record. A lot history search found no related complaints have been reported for this lot. Because there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other lot related complaints had been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The product specification for the ncircle delta wire tipless stone extractor was reviewed and all extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the instructions for use (IFU). The following is provided to the user related to the reported incident: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Six devices were returned, the two complaint devices and four in unopened packaging. The two complaint devices were found to have sheath damage as reported. One of the devices had damage significant enough to prevent the basket from functioning. The damage to the other device was less severe and the basket still functioned when tested in the lab environment. However, the sheath damage could have prevented proper functioning due to the conditions experienced during the procedure. The four devices in unopened packaging were inspected and tested and no issues were found. It is possible the two complaint devices were damaged during unpacking or subsequent handling, but the provided information specifically stated the user was familiar with the devices and was careful with them. The cause for the observed damage could not be determined. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report since the previous medwatch report was submitted.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 30aug2021: there was no difficulty in removing the device from the packaging.

Manufacturer narrative:
PMA/510k #¿ exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a transurethral lithotomy (tul), the user tested the ncircle delta wire tipless stone extractor and found there was resistance when attempting to move the handle. The proximal end of the sheath at the distal end of the yellow protective sheath was slightly bowed/bent. A second same type device from the same lot was opened the same issue was discovered with that device. The issue with both devices was discovered prior to making contact with the patient and they were not used. The procedure was completed using a different device. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.